Manufacturer narrative:
H3, h6: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Per the clinical/medical investigation, a revision surgery was performed due laxity secondary to a traumatic event. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events and it was communicated that no consent for medical documentation was received. The patient impact beyond the reported loosening secondary to the trauma and the subsequent revision could not be determined. No injury was reported on the anz complaint form. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. (B)(4).

Event description:
It was reported that patient has had an incident/trauma and lateral ligaments loosened as a result. Surgeon elected to revise, explant articular insert and upsize to a 18mm constrained articular insert.